Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date following a fall, a nail had broken at two locations. It was confirmed through radiography that the nail broke at the level of the passages of the cephalic screw and the distal locking screw. The nail was explanted and replaced by a hip prosthesis. There was significant metallosis was observed at the operating site. The revision was completed successfully with no surgical delay. This report is for one (1) pfna ø10 xs 130° l170 tan. This is report 1 of 4 for pc-(B)(4) .

Event description:
Additional event information: additional event information received on 04 aug 2020: the nail was implanted on (B)(6) 2019 at the (B)(6) hospital . The break was observed on 02 may 2020, the patient was operated on (B)(6) 2020, under spinal anaesthesia, a part of the proximal femur nail was removed, a left hip intermediate prosthesis with metaphyseal component was implanted. The postoperative consequences were easy, and the control radiographs were good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b3: event date updated. B5: updated additional event information. D6: implant date updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 272.390s, lot: 2l23439, manufacturing site: bettlach, release to warehouse date: december 4, 2018, expiry date: november 1, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the investigation of the returned pfna nail has shown that the nail through the proximal pfna blade hole as well distal locking hole is broken off. Apart from that the implant shows signs of use, such as scratches on the broken parts. Especially at the distal locking hole it is an wear mark from drilling visible. The broken distal part (ca. 40mm) of the shaft is not available for an further evaluation. Dimensional inspection: document/drawing feature/test/description: shaft diameter specification 16.5mm 0 /- 0.05 actual 16.49mm gage 3-01-19789 results "pass" feature/test/description: shaft diameter specification 10.0mm +0.1 / -0.05 actual 10.03mm gage 3-01-19789 results "pass". The measured dimensions were found to be within the given specifications per the drawings referenced above. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1 for implants for surgery, stainless steel. The fracture faces are homogenous, which indicates material conformity. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the complaint is rated as confirmed for this pfna nail as the nail through the proximal pfna blade hole as well distal locking hole is broken off. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.